Event description:
It was reported that during a lap lap nephrectomy they were using a trocar device; the harmonic device and the stapler being utilized were difficult to enter and remove from the trocar. They continued and during the case the ace device's white tissue pad came off in the patient. They removed it through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.